Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient's ins was removed ((B)(6) 2018). The ins was removed because it did not work to the extent that was necessary to control the patient's pain. In the beginning the ins would work but it would only work if the patient was standing; there was no effect when the patient was sitting. When asked when this began it was reported that "it has been quite a while". The caller inquired about what to do with the patient's external equipment. Options were reviewed. It was noted the patient was going to get a pain pump put and the patient would be seeing a doctor for that in a couple weeks, and would see if the doctor would want the external equipment at that time. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) on 2018-mar-16. It was reported that the cause of the loss of therapeutic effect when the patient sat was not determined, the device was reprogrammed prior to the explant surgery and it was unknown if the patient recovered without sequela. There were no further complications reported or anticipated.